Event description:
Through journal article, "impact of brentuximab vedotin in patients with breast implant-associated anaplastic large cell lymphoma with capsule infiltration requiring chemotherapy", patients with allergan biocell implants were diagnosed with bia-alcl. Pathological markers confirming alcl have not been received. However, the report of a lymphopath network confirmed the diagnosis of bia-alcl. Patient treatments included chemotherapy, brentuximab vedotin, and chop/chop-like regimen. The device status is unknown. The affected side is unknown.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: breast implant-associated anaplastic large cell lymphoma. Article citation: sibon, david, et al. "Impact of brentuximab vedotin in patients with breast implant-associated anaplastic large cell lymphoma with capsule infiltration requiring chemotherapy." American society of hematology, vol. 142, issue supplement no. 1, 2 nov. 2023, pp. 4439, https://doi.org/10.1182/blood-2023-188896.